Manufacturer narrative:
Product testing was not performed as the cause of the reported complaint cannot be determined through such means. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with a percutaneous lead on (B)(6) 2009 for low back pain and bilateral leg pain. It was reported that he temporarily suspended use of the scs system and was unable to regain therapy during recent attempts to initiate stimulation. Efforts to recapture stimulation via reprogramming were unsuccessful. A diagnostic test revealed high impedance readings for all lead contacts. In addition, x-rays showed that the pt's lead had migrated approximately three vertebral levels. The pt has reportedly lost approximately (B)(6). Surgical intervention was undertaken on (B)(6) 2011 to replace the lead and effective stimulation was recaptured for the pt.